Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 05 aug 2025, senseonics was made aware of an incident where user received a glucose suspend alert which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report. The user was provided with a replacement sensor as part of the resolution. B4. Date of this report 02 nov 2025. G3. Date received by the manufacturer? 02 nov 2025. H3. Device evaluated by manufacturer? No. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.